Event description:
It was reported that the right atrial (ra) lead was positioned and repositioned twice. The lead dislodged from its position once prior to closing and again after the pocket was closed. The lead was extracted and an active fixation lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).